Event description:
It has been reported to philips that the x-ray functionality was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) observed that equipment was not triggering x-rays. Review of the system log file showed ¿no x-ray within 3 seconds after last start fluoro¿ the rse instructed customer to use hand trigger method to perform x-ray tests which worked. Also he instructed to disconnect and reconnect the cable connector for the table's pedal. After customer reconnect the cable connector, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the hand switch. After replacement the system was returned to use in good working order. Codes were updated based on the investigation outcome.